Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced stimulation in the wrong location (rib stimulation); as a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy resumed post procedure.

Manufacturer narrative:
Date of explant was unintentionally omitted on the initial report. This report contains the corrected data.